Event description:
Additional information was received that this device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient implanted with this device was listed as lost to follow up for nearly one and a half years. Upon recent interrogation, end of life (eol) with a fault code was observed. The device had previously delivered eight shocks in one episode, ultimately exhausting therapy, for atrial fibrillation (af) with rapid ventricular rate (rvr). Technical services was consulted and discussed recommendations. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed and this device was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4).